Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The acquisition pc and mdu5 plus was receive in good condition with no visible damage observed. Ilab and mdu5 plus functional testing was performed. The acquisition pc did not pass the specifications of the ilab system functional feature test, while the mdu5 plus did passed it's mdu5 plus qc functional test. Upon installing the acquisition pc and mdu5 plus in the ilab gold system, the acquisition pc failed to boot and there was a beeping sound coming out of the acq pc. It was determine that the cause of the failure in the acquisition pc was a failing memory module. The straining block that secures the memory card was to tight. Upon re seating the memory card the re tightening the straining block, the acq pc was able to boot properly. In the other hand, the mdu5 plus was able to perform its functionality and could image and recognize catheters by using a cath ID tooling fixture and perform pullback . No other issues or defects noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reportable based on additional information received on 19aug2015. Same case as 2134265-2015-06566 and 2134265-2015-06567. It was reported that automatic pullback failure occurred. During a procedure, a motor dive unit 5 plus was selected in conjunction with an unknown catheter and sled to diagnose the target lesion. However, the ilab was experiencing motor drive unit 5 plus pullback issue. The sled and catheter was replaced but the issue was not resolved. No patient complications reported.

Manufacturer narrative:
(B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Reportable based on additional information received on 19aug2015. Same case as 2134265-2015-06566 and 2134265-2015-06567. It was reported that automatic pullback failure occurred. During a procedure, a motor dive unit 5 plus was selected in conjunction with an unknown catheter and sled to diagnose the target lesion. However, the ilab was experiencing motor drive unit 5 plus pullback issue. The sled and catheter was replaced but the issue was not resolved. No patient complications reported.